Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® molding & occlusion balloon catheter (mob). On the left side, the left internal iliac artery was coil embolized as planned preoperatively. After deployment of all stent grafts, the contralateral leg component deployed at the right common iliac artery was touched up using a mob, and then, the vessel wall of the dissected area, which had been identified from preoperatively, appeared to have ruptured (injured). Subsequent angiography showed a distal type I endoleak with the contralateral leg component deployed at the right common iliac artery. Regarding the endoleak, both the possibility that it occurred due to vascular injury at touch-up and the possibility that it had occurred prior to touch-up and was exacerbated by vascular injury at touch-up were reported. To repair the endoleak, unplanned coil-embolization for the right internal iliac artery was performed and an additional contralateral leg component was implanted to extend to the right external iliac artery. The endoleak disappeared. The patient tolerated the procedure. Reportedly, the physician stated as follows: to repair the endoleak, I considered implanting gore® excluder® iliac branch endoprostheses using an up and over technique to preserve the right internal iliac artery, but "purse string suture" required to change the gore® dryseal flex introducer sheath from 16fr to 12fr at contralateral side was not possible due to the patient's body type (fat), so we decided to abandon the right internal iliac artery preservation.